Manufacturer narrative:
As reported, the button of a 5f exoseal vascular closure device (vcd) could not be pressed after confirmation of cessation of backflow. Manual compression was performed to complete hemostasis. There was no reported patient injury. The device was operated in the usual manner, and the indicator was checked prior to attempting to press the button. The intended procedure was evt and the device was used in an interventional procedure. The femoral artery suitability and insertion angle were verified on angiography, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site and the site had not been previously closed within 30 days. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device, and a non-cordis 10 cm short sheath introducer was used. The product was discarded. A review of the manufacturing documentation associated with lot 18480996 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 5f exoseal vascular closure device (vcd) could not be pressed after confirmation of cessation of backflow. Manual compression was performed to complete hemostasis. There was no reported patient injury. The device was operated in the usual manner, and the indicator was checked prior to attempting to press the button. The intended procedure was evt and the device was used in an interventional procedure. The femoral artery suitability and insertion angle were verified on angiography, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site and the site had not been previously closed within 30 days. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device, and a non-cordis 10 cm short sheath introducer was used. The device was discarded at site.